Event description:
During testing at the user facility, the device touchscreen was out of calibration. Prior to testing, the device had been returned to the biomedical department with a report of distal occlusion alarms on channel a and channel b and stuck key alarms. No information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device touchscreen was found to be out of calibration. The customer reported distal occlusion alarms were not duplicated during testing; however, they were noted in the device history. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.